Event description:
It was reported to tyco/kendall healthcare on 12/11/06, that a customer had a problem with the single lumen PICC. The customer reports "the catheter leaked underneath the bump tube only 2 days after line was inserted. A 10cc syringe was used to flush fluids through the catheter.

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.